Event description:
Patient reported at their dental appointment it was noted they have bone loss on the bottom teeth and they will require significant treatment and will likely lose those teeth. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.